Event description:
Anesthesiology acute pain service reported 3 instances of spinal catheter shearing at the hub. The shearing appeared to be caused by tugging or stress on the catheter at the hub. The shearing was identified when cerebrospinal fluid was discovered leaking form the catheters.